Manufacturer narrative:
Findings: pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. Unit was programmed 2.0 units fix prime with water reservoir. The water exited the infusion set. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with missing end cap sticker, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 420 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.